Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the drive support cap came off while priming the insulin pump. It was also reported that a piece of the reservoir is broken off. Customer's blood glucose reading was 110mg/dl. Troubleshooting was done. Nothing further reported.